Event description:
It was reported that touchscreen responsiveness issue occurred and user was stuck on ¿sensor has started¿ after starting new g7 sensor, with no indication that touchscreen was cracked or shattered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset, and issue was resolved, with no additional information provided regarding further actions or outcomes.